Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the pump's usb port was bent resulting in difficulties charging the pump. The customer's blood glucose level was 321 mg/dl. Reportedly, the customer received assistance from husband to address the elevated bg with a correction injection via manual insulin therapy. The customer reverted to an alternate method of insulin therapy.